Event description:
It was reported that this left ventricular (lv) lead dislodged shortly after implant. High pacing thresholds and loss of capture were noted. This lv lead was surgically abandoned, and a new lv lead was successfully place. No additional adverse patient effects were reported.